Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain and complex reg pain syndrome type I. It was reported in the past the ins would no longer charge anymore. Patient stated it happened because she had hit by a car, so she could no longer communicate. It was noted ins would not charge once before was on 2016. No further complication and no symptoms were reported.

Manufacturer narrative:
Event description updated. Over discharged battery ("jumpstarted" battery) was not captured. H6. Codes updated. Over discharged battery was not captured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient reported that they had their ins jumpstarted. The patient reiterated the difficulty connecting old recharger (from first implant) to both implants after her car wreck. The patient stated that her newer recharger works better, and she wanted to get the old recharger replaced. Patient services spoke to repair, they said they can't send the whole thing, but they will send a recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on april 5th, 2019. The patient reiterated the difficulty connecting old recharger (from first implant) to both implants after her car wreck. The patient stated that her newer recharger works better, and she wanted to get the old recharger replaced. Patient services spoke to repair, they said they can't send the whole thing, but they will send a recharger antenna.

Manufacturer narrative:
Correction of fdm. If information is provided in the future, a supplemental report will be issued.